Event description:
Surgeon has used clearpath for 3 years with the same technique. He's had to explant 3 over the past 6 months secondary to erosion.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include conjunctival erosion as a known complication. No serial number was provided for review of production lot documentation. The device was reported to be explanted and pending return to new world medical. Upon device return and evaluation, an addendum will be filed.

Manufacturer narrative:
The explanted device underwent visual inspection. No issues were found with the device during visual inspection. Nwm clinical advisor discussed the issue with the surgeon, the erosion was not due to the device and it was located in the conjunctival wound away from the plate hardware. Surgeon had changed from standard fornix based incision. The surgeon will go back to using his usual fornix based incision. Instructions steps on IFU were reviewed and no changes are required.